Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was admitted to the hosp a few hrs following a trial implant procedure for the neurostimulator. Specifically, the pt developed a hematoma in the area where the foramen needle was inserted. The pt was admitted overnight and was released on saturday. She was reported as doing fine.